Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. During the procedure, the physician successfully placed one resolution clip within the colon to treat a bleed. A second resolution clip was then opened and positioned within the colon at the same site. The physician opened the clip jaws and grasped tissue; the clip was then locked closed. However, when the physician attempted to deploy the clip, the clip would not release off of the deployment catheter. The physician attempted to remove the distal portion of the catheter along with the scope at the same time. At this time, the clip released the tissue and detached from the mucosa. The clip remained still attached to the catheter. The physician discerned that the clip placed previously was adequate for hemostasis at the site. The procedure was completed with the first clip. The physician estimated the delay in procedure due to the malfunction of the second clip to be about 30 minutes. The physician reported that this delay did not exacerbate the bleed as the first clip controlled the bleed. Although the procedure was delayed, no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the handle had been cut, separating it from the coil. The over sheath was removed from the coil and not returned. The clip assembly had been fully deployed and was mashed onto the bushing. A root cause could not be determined. The control wire appeared to have been deployed as designed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. During the procedure, the physician successfully placed one resolution clip within the colon to treat a bleed. A second resolution clip was then opened and positioned within the colon at the same site. The physician opened the clip jaws and grasped tissue; the clip was then locked closed. However, when the physician attempted to deploy the clip, the clip would not release off of the deployment catheter. The physician attempted to remove the distal portion of the catheter along with the scope at the same time. At this time, the clip released the tissue and detached from the mucosa. The clip remained still attached to the catheter. The physician discerned that the clip placed previously was adequate for hemostasis at the site. The procedure was completed with the first clip. The physician estimated the delay in procedure due to the malfunction of the second clip to be about 30 minutes. The physician reported that this delay did not exacerbate the bleed as the first clip controlled the bleed. Although the procedure was delayed, no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).